Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on a potentially associated lot (h11c12485) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The technical service representative (tsr) explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated that he was not sure what may have caused the alarm, but believed it could have either been the cassette or the frangible of the bag. The hp was using the patient extension lines, but had connected them prior to prime. The hp had not notified their peritoneal dialysis registered nurse (pd rn) about the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.